Event description:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("excessive menstruation, heavy bleeding during periods") in a (B)(6) year old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of nickel sensitivity (known before essure insertion) and parity (blended family of seven children). In (B)(6) 2012, the patient had essure inserted. Essure was removed in (B)(6) 2018. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("severe fatigue"), tendonitis ("tendonitis"), arthralgia ("joint pain"), dizziness ("continuous dizziness"), eye swelling ("swollen eyes"), facial paralysis ("facial paralysis"), depression ("depression"), suicidal ideation ("suicidal thoughts") and metal poisoning ("intoxicated by heavy metals"). The patient was treated with surgery (uterus and fallopian tubes removed). At the time of the report, the fatigue, tendonitis, arthralgia, dizziness, eye swelling, facial paralysis, depression, suicidal ideation and metal poisoning had not resolved. The outcome of heavy menstrual bleeding was unknown. The reporter considered arthralgia, depression, dizziness, eye swelling, facial paralysis, fatigue, heavy menstrual bleeding, metal poisoning, suicidal ideation and tendonitis to be related to essure administration. The reporter commented: consumer (currently (B)(6) year old) reported in twitter: the physical suffering changed into depression and suicidal thoughts, but this distress was misunderstood by those responsible for looking after her: ¿my doctor accused me of faking it, while the occupational doctor asked me to stop my airs and graces¿. When she realised that there was a link with the implants, after seeing a report on television, her gynaecologist called her ¿mad¿. Four years later, now on disability, is no longer working: ¿I am still in the same state, I was too intoxicated by heavy metals. Essure ruined my life. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: consumer report was detected in twitter: history added: nickel allergy, parity. Essure insertion and removal dates were added, (new:) she had uterus and fallopian tubes removed. Event was added: metal poisoning. Consumer considered all events to be related to essure, reporter's comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("excessive menstruation, heavy bleeding during periods") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of nickel sensitivity (known before essure insertion) and parity (blended family of seven children). In (B)(6) 2012, the patient had essure inserted. Essure was removed in (B)(6) 2018. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("severe fatigue"), tendonitis ("tendonitis"), arthralgia ("joint pain"), dizziness ("continuous dizziness"), eye swelling ("swollen eyes"), facial paralysis ("facial paralysis"), depression ("depression"), suicidal ideation ("suicidal thoughts") and metal poisoning ("intoxicated by heavy metals"). The patient was treated with surgery (uterus and fallopian tubes removed). At the time of the report, the fatigue, tendonitis, arthralgia, dizziness, eye swelling, facial paralysis, depression, suicidal ideation and metal poisoning had not resolved. The outcome of heavy menstrual bleeding was unknown. The reporter considered arthralgia, depression, dizziness, eye swelling, facial paralysis, fatigue, heavy menstrual bleeding, metal poisoning, suicidal ideation and tendonitis to be related to essure administration. The reporter commented: consumer (currently 52 years old) reported in twitter: the physical suffering changed into depression and suicidal thoughts, but this distress was misunderstood by those responsible for looking after her: ¿my doctor accused me of faking it, while the occupational doctor asked me to stop my airs and graces¿. When she realised that there was a link with the implants, after seeing a report on television, her gynaecologist called her ¿mad¿. Four years later, now on disability, is no longer working: ¿I am still in the same state, I was too intoxicated by heavy metals. Essure ruined my life. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.